Event description:
I have used the dexcom g7 (10 day) since it was available to pts. The product has declined in reliability. The sensors often give inaccurate blood sugar readings. I receive anywhere from 2-5 inaccurate readings often per sensor. The cgm is connected to my tandem pump and the danger in the inaccurate readings is that the pump will deliver insulin if the cgm reports a high glucose number or it will reduce or shut off insulin if the cgm reports a low glucose number. When the dexcom "misreads" I can unnecessarily get extremely high or low blood sugar as the pump reacts to the cgm (despite calibrations) after doing finger sticks). Recently the cgm reported I was 128 (a good glucose number) but I was actually 48. This is a dangerous low glucose number and I am lucky I felt the low and could manage it before a dangerous event happened. This happens too often and is dangerous to the pt using the dexcom g7.